Event description:
On (B)(6) 2018, mr (B)(6) underwent a redo-sternotomy ad lvad exchange, heartmate ii for a heartmate iii with dr (B)(6). Intraoperative course was significant for vasopressors requiring high doses of vasopressors and multiple blood products, and ventricular tachycardia treated with amiodarone. He was taken to the cardiac surgery ICU following the case.